Event description:
It was reported during a surgery, "the driver was being used to insert an acutrak 3 mini screw and the very tip of the driver chipped off during insertion. Switched to solid driver". The surgery was completed after a 30-minute delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2023-00490 for the driver involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.